Event description:
It was reported that the insulin pump that the insulin pump alarmed motor error during the rewind process. The customer's blood glucose was 318 mg/dl. The caller stated that the insulin pump had not been exposed to a strong magnetic field. The customer was advised to replace the insulin pump and a request was made to have the device returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.